Event description:
Device 2 of 2. Ref MFR report #1627487-2013-19418. It was reported, the pt did not receive effective stimulation. The pt stopped using and charging the system soon after implant procedure. The pt will meet with the physician to discuss explanting the system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.